Event description:
A malfunction was reported on a pump, which caused the customer's blood glucose level to exceed normal limits, with the display reading "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not need incapacitated assistance from a third party. The issue was related to a resettable malfunction code, and the customer had already reset the pump with information provided by technical support. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.